Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations by the district manager: "I noticed a stent sitting in a materials manager¿s office today at around 10:30am. There was a note on it stating that the ¿end of the stent got jacked up¿unable to use¿. The physician who did the procedure could not remember any details. Procedure was done on (B)(6) 2025. She reviewed her op note from that day and did not note any issues or any adverse events during the case. A 6x100 zilver ptx was used in the case. Did not note any issues or any adverse events during the case.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the receipt of lot number on 27 jun 2025 and the completion of the investigation on 22 jul 2025 as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. . Device evaluation the zisv6-35-125-6-120-ptx device of lot number c2173258 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2025. On evaluation of the device, the following was observed: visual inspection: ¿ red safety button returned in place. ¿ crinkling observed on the outer sheath from approx. 23.5cm to approx. 33cm from the white distal tip. ¿ damage noted to the mouth of the white tip. Functional inspection: ¿ device flushes with resistance. Biological matter observed. ¿ unable to advance 0.035 inch wire guide beyond 8cm from the white distal tip. ¿ when attempting to deploy the stent the outer sheath below the strain relief began to twist resulting in the inability to complete the deployment. ¿ stent partially deployed. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0118) states the following: ¿if resistance is met during advancement of the delivery system, do not force passage. Remove the delivery system and replace with a new device.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to difficult patient anatomy. It is possible that a difficult path during advancement to the target site resulted in crinkling of the outer sheath and damage to the introducer tip, subsequently leading to the deployment difficulties reported. Crinkling of the introducer during the procedure likely led to further crinkling when attempting to deploy the stent during the lab evaluation, as a result the stent could only be partially deployed during the lab evaluation. It was not possible to gain more information regarding this event as the physician could not remember any details. If more information becomes available, the complaint can be re-opened and re-investigated. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the zisv6-35-125-6-120-ptx stent got jacked up and was unable to be used. The physician who did the procedure could not remember any details. She reviewed her notes from that day and did not note any issues or any adverse events during the case. Confirmed quantity of 01 x used device. As per initial reporter, the physician did not note any issues or any adverse events during the case. Investigation findings conclude that a possible root cause can be attributed to difficult patient anatomy. Complaint is confirmed based on visual and/or functional inspection. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted as a cancellation report following the receipt of lot number on 27 jun 2025 and the completion of the investigation on 22 jul 2025 as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. .